Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8 cm thoracic aortic aneurysm. The aorta was very tortuous. Iliac vessel morphology was not reported. It was reported that after implanting the talent thoracic stent graft, a change in the patient's blood pressure was noticed; a dissection in the groin was evident after the removal of the delivery catheter. In addition, an occlusion in the iliac vessel was noted. The physician elected to intervene with a fogarty catheter to remove the clot and also placed an 18 mm aneurx limb. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(B)(4): evaluation results: (dissection, arterial and vessel occlusion).